Event description:
It was reported that the patient, who was implanted with a trial spinal cord stimulator lead, underwent an implantable pulse generator, ipg, implant procedure several weeks later. During the ipg implant procedure, the physician noted roughness on the lead, between each contact of the lead. Because this roughness can cause damage to the tissue, the physician had to pull on the distal end of the lead to loosen it, or free it, and then connect it to the header of the ipg. The physician does not suspect device malfunction. The lead remains implanted in the patient, and the patient is doing very well.